Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient was throwing up when she woke up. The child uses insulet omnipod5 in modified closed loop. The patient parent did ketone test and took finger stick. The bg was 312 mg/dl while the egv was 107 mg/dl. The parent called the physician and they advised to take the child to the hospital. Once in the hospital, the patient was given insulin IV dosage and zofran for nausea. The patient was in the hospital from (B)(6) 2025 overnight to (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.